Event description:
Clinical study it was reported that 490 days following a coronary artery drug eluting stenting treatment procedure a death event occurred. Initial index procedure treated 1 lesion. Lesion 1 located in the 3rd ob. Marg, denovo, diameter 3.0 x stenosis lesion 1 was treated with 3.5 x 8mm and a 3.0 x 20mm taxus express2 stents. The lesion was predilated. Pt was discharged 4 days following index procedure with prescribed medications of asa and plavix. Death was due to pancreatic cancer 490 days following the index procedure. The target vessel was not involved.